Manufacturer narrative:
The customers reported problem was confirmed. Infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: customer receives channel error 357.6021, after power on the device 8110 (s/n (B)(4)). Case resolution: customer receives device with error message 357.6021 (8110, s/n (B)(4))." Explained problematic error to customer. " customer to interface device with system maintenance. " suggested to customer to perform the keypad, display board task to confirm problematic issues. " informed customer to identify if the display/logic board is suspect, and/or needs repair/replacement. " customer to interchange display/logic board to isolate problem fault. " informed customer, if any further issues and/or concerns to please give a call back for assistance. " end call.